Manufacturer narrative:
(B)(4) date sent: 6/13/2024 d4: batch # unk investigation summary the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with the anvil bent upwards and with a gst60g reload loaded on the device. The reload was received fully fired. Furthermore, the anvil knife slot was noted to be damaged. No functional test was performed due to the condition of the device. In addition, the knife was noted to be partially advanced. The knife reverse switch was activated, however, the knife could not returned to home position due to the damaged knife slot. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected reload. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 735c78, and no non-conformances were identified.

Event description:
It was reported that during the surgery, after fired, could not open the jaw. Used manual override lever to return the knife and removed from the patient. There were no adverse consequences to the patient. No additional information could be provided.